Manufacturer narrative:
(B)(4). Batch # m5578u. The analysis found that one plee60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60g cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot number provided, m9n50, was incomplete/invalid. Do you have the correct lot/batch number? What was the product code of the cartridge (gst60t, ecr60d, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? There is no further information available.

Event description:
It was reported that during a gastric sleeve procedure, instrument jaw was deformed during closing. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.